Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an endostat iii rf generator was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with sphincterotomy in the common bile duct (cbd) on (B)(6) 2013. According to the complainant, the indication of the procedure was bile duct stone removal. During the procedure, the generator failed to deliver energy in the ¿cut¿ and or ¿coag¿ modes; it is unknown if other modes functioned properly. However, it was confirmed that the lights and sounds on the generator were working properly. The active cord, foot switch, power cord, grounding pads and accessory device were all switched out and the generator still failed to produce power in the ¿cut¿ and ¿coag¿ modes. Another unit was used to complete the case. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event: generator failed to deliver energy in cut and coag mode. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an endostat iii rf generator was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with sphincterotomy in the common bile duct (cbd) on (B)(6) 2013. According to the complainant, the indication of the procedure was bile duct stone removal. During the procedure, the generator failed to deliver energy in the ¿cut¿ and or ¿coag¿ modes; it is unknown if other modes functioned properly. However, it was confirmed that the lights and sounds on the generator were working properly. The active cord, foot switch, power cord, grounding pads and accessory device were all switched out and the generator still failed to produce power in the ¿cut¿ and ¿coag¿ modes. Another unit was used to complete the case. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information: it was confirmed that the lights were all on; however there was no power in "cut" and "coag" modes. The procedure was completed with another company's generator.